Manufacturer narrative:
The complaint device still remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is cause not established.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from four to two years, within one year period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and is planned to be performed. This device remains in service. No adverse patient effects were reported.